Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: recommended inflation capacities: 3cc balloon: use 5ml sterile water 5cc balloon: use 10ml sterile water 30cc balloon: use 35ml sterile water do not exceed recommended capacities. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer first noted the packaging state to fill the balloon 5cc, and the catheter stated 10cc.the customer went to inflate the catheter and was met with resistance more also inflated the catheter with less than 3 cc. They decided not to inflate and completed the procedure, after the procedure was complete tried to deflate the balloon and was unable to initially, also took multiple tried to deflate. Recurring two times in this clinic in last 2 weeks in same product.

Event description:
It was reported that the customer first noted the packaging state to fill the balloon 5cc, and the catheter stated 10cc. The customer went to inflate the catheter and was met with resistance more also inflated the catheter with less than 3cc. They decided not to inflate and completed the procedure, after the procedure was complete tried to deflate the balloon and was unable to initially, also took multiple tried to deflate. Recurring two times in this clinic in last 2 weeks in same product.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.